Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. During visual inspection, unrelated to the reported complaint, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2017 and is 5 years old. The clutch plate needs to be deburred to address the observed problem. The load plate cover also had a hole, which affects the water tight seal. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of user mishandling. The load plate cover will be replaced to address the issue. A review of the archive data showed user advisory (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells, during the power-on-self-test. The load cell characterization test indicated load cell module 1 was over reported (defective). The load cell will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.